Event description:
It was reported that the insulin pump alarmed an unknown battery alarm, followed by a button error alarm. The blood glucose reading was 88 mg/dl. The customer stated that, 2 weeks prior, a piece of the casing came off while the customer was tightening the battery cap. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window and broken battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.